Event description:
Medtronic received information that this heat exchanger was found to be leaking blood from the base of the product. This observation was made while the first dose of cardioplegia was being delivered. It was reported that the cardioplegia was being delivered at normal infusion pressures, between 150-200mmhg at normothermia. The decision was made to change out the device. It was reported, that there were no adverse patient effects.

Manufacturer narrative:
Analysis: visual inspection of the returned device shows no outward signs of cracks or damage. Pressure testing confirmed the presence of a blood to atmosphere leak at the housing joint near the blood inlet port. This leak was observed at 100mmhg pressure. Visual inspection of the leak path shows no cracks or voids in the uv bond of the joint. However, it appears that insufficient bonding solution was used when manufacturing this specific device, which resulted in the leak. Review of the device history record shows that this lot met manufacturing specifications when released for distribution. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: reduced performance of the device occurred and was related to the event. Product changed out with no adverse patient effects reported.